Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare service representative. Customer was not able to duplicate the reported fault, the bag/vent micro-switch was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient involvement.